Event description:
When the devices were used during a lap roux-en-y procedure, device deployed staples only 3/4 of the way. It did not cut the entire length. This resulted in a major revision to the gastric pouch which extended the or time by over two hours. The patient is doing fine.